Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's leads were fractured, and the patient was experiencing discomfort at the ipg site. Imaging confirmed that the leads were fractured. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg and leads were explanted and replaced to address the issue.